Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a sjm regent heart valve w/flex cuff was implanted. However, the leaflet was unable to open and close normally. The valve was explanted and replaced with a new 21mm sjm regent aortic heart valve with flex cuff the patient's status was noted as stable.

Event description:
It was reported that on (B)(6) 2022, a sjm regent heart valve w/flex cuff was implanted. However, the leaflet was unable to open and close normally. The valve was explanted and replaced with a new 21mm sjm regent aortic heart valve with flex cuff the patient's status was noted as stable. Subsequent to the previously filed report, additional information was received that during device preparation, the leaflets were moving normally when tested. Once explanted, the valve was also tested again for leaflet function which confirmed they were still working normally. The physician at the time suggests that the patient's tissue influencing the device has caused the leaflets not to open and close proplerly. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reportedly discharged.

Manufacturer narrative:
Explant due to leaflet unable to open and close normally was reported. No damage was noted to the valve. The leaflets were able to fully open and close with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.